Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
It was reported that during a lap gastric bypass, the device stopped working and error 5 signaled. The user switched off and on the device and re-assembled it. But the active blade broke. The surgeon had to use a new device to finish the case. There was no patient consequence.